Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise. No changes or interventions were performed. The patient was in stable condition.